Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (b)((6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra ping meter displayed inaccurately high results compared to another meter (accucheck) and feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately on ¿(b)((6) 2016, mid-morning.¿ the patient stated that she obtained alleged inaccurately high blood glucose result of ¿159 and 198mg/dl¿ on the subject meter compared to ¿139 and 172mg/dl¿ on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs¿ criteria for precision/accuracy. The patient also reportedly obtained results of ¿159,198 and 242mg/dl compared to feelings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy and reported that on (b)((6) 2016, between 8 and 9 am she had consumed more food/drink. The patient reported that she had gone for a nap and didn¿t wake up. She stated that her sister called emergency medical services (ems) and stated that at about 11:30am she received IV fluids ¿glucose¿ from ems and obtained a blood glucose result of 30mg/dl on the ems meter. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure, the patient had completed the correct testing steps and the patient¿s test strips had been stored correctly and were within expiry date. The test strip vial was neither cracked nor broken and the patient did not have control solution to test the meter and test strips. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.